Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported unable to pause insulin delivery reported. No lot release records were reviewed, as the product lot number was not provided. Per omnipod 5 user guide reference #: pdm-h001-g-mg pt-002111-aw rev. 02 10/24, page 15 "caution: always check your glucose frequently during amusement park rides and flying or other situations where sudden changes or extremes of air pressure, altitude, or gravity may be occurring. Though the omnipod 5 system is safe to use at atmospheric pressures typically found in airplane cabins during flight, the atmosphere pressure in an airplane cabin can change during flight, which may affect the pod's insulin delivery. Rapid changes in altitude and gravity, such as those typically found on amusement park rides or flight take-off and landing, can affect insulin delivery, leading to possible hypoglycemia or injury. If needed, follow your healthcare provider's treatment instructions."

Event description:
It was reported that the patient was unable to pause insulin delivery. The patient reported their omnipod system releases insulin without warning when they are in an airplane or mountains with changes in altitude. Patient reported pausing the insulin delivery does not prevent insulin from being delivered. No impact on blood glucose levels reported.